Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a suspected ischemic bowel. A gastrointestinal (gi) endoscopy was performed for further treatment. The healthcare provider stated that the vessel of the patient was found to have vascular calcification during implantation, so the event was not considered to be related to the pump. The gastrointestinal endoscopy did not show any gi bleeding. The site decided to let the patient keep nothing per oral (npo) for a few days and observe. It was not provided by healthcare providers whether there were any changes to the patient's condition or anticoagulation status that may have contributed or if the ischemic bowel resolved. It was stated that the site decided to maintain the same pump parameters to keep enough support.

Event description:
It was additionally communicated on 01oct2024 that the patient passed away on (B)(6) 2024 due to ischemic bowel related sepsis and multiple organ failure. It stated that outcome was not device or therapy related. An autopsy was not performed. The pump was not explanted and would not be returned.

Manufacturer narrative:
Date of death updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome cannot be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 outlines potential adverse events, including multiple types of organ failure and death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.